Manufacturer narrative:
One braided swartz¿ introducer, sl0¿. 8f, 63cm was received for investigation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, air was aspirated into the syringe that connected to the extension tube of the introducer. This occurred after inserting the introducer into the right atrial, before inserting the catheters into the introducer. Several aspirations were attempted but air was still aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.